Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's last blood glucose was 402 mg/dl. Customer has not treated. Customer did not have extra sets or reservoirs for a set change. Customer stated that they were exposed to an x-ray machine 2 weeks ago and an EKG yesterday. Customer stated that they are able to rewind the pump. Customer stated that the motor error alarm did not occur during rewind. Customer got a no delivery alarm. Customer stated they will call back to complete troubleshooting.